Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0qwh1, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0qwh1, implanted: (B)(6) 2015, product type: lead. Product ID 37604, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional of a clinical study reported via a manufacturing representative that starting on (B)(6) 2015 the patient had experienced pain near the intravenous site. The area was slightly raised but there was no evidence of erythema, fever, or neurological defects. The area was examined via a computerized tomography (CT) scan which found a superficial thrombus. The patient was prescribed bactrim prophylactically for possible phlebitis. The prescription was switched to keflex and norco due to a possible antibiotics reaction. The event was resolved on (B)(6) 2015. The specific cause was not determined but not thought to be device related. The adverse event was resolved with antibiotics.